Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the handle cannula detached. Further evaluation noted that the wire was kinked near the proximal section. Evidence of crimping marks were present on the internal wire. The complaint was confirmed, the handle cannula was detached. The most probable root cause of this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used during a colonoscopy procedure performed on (B)(4) 2016. According to the complainant, during the procedure, the snare loop failed to cut when they were halfway through the polyp. They noticed that the wire inside the handle detached. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut when they were halfway through the polyp. They noticed that the wire inside the handle detached. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.